Event description:
The physician was using a sprinter legend rapid exchange (rx) balloon dilation catheter for treatment of a lesion in the circumflex. The device was inserted into the patient without issue however during the procedure the tip detached from the balloon. The physician was able to successfully snare the detached tip. The patient is reported to be fine post procedure and no clinical sequelae were reported. Evaluation summary: there was a jagged radial tear on the balloon distal to the proximal balloon bond. The remainder of the balloon material had detached. The distal inner shaft was stretched and twisted. The distal and inner shaft marker had detached. The guidewire entry port was ripped and damaged.

Manufacturer narrative:
(B)(4). (Root cause undetermined - limited information available).